Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations after the implantable pulse generator (ipg) implant operation. A month later the patient had a holter monitor check and decreased heart rate to 37 beats per minute was observed. An x-ray was performed and the leads were observed to have dislodged. A lead revision was performed. The patient continued to have feelings of palpitations and "cardiac arrest". A holter monitor check was performed and the device was functioning normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.